Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis following transition to fresenius products. The nature and degree of patient training as well as patient understanding and adherence to procedure is unknown. The patient developed abdominal pain while performing dialysis. The patient was admitted to the hospital with flu like symptoms, tachypnea, shortness of breath the patient was diagnosed with peritonitis and was started with antibiotics treated- vancomycin and cefepime. A culture test was performed and confirmed growth of pantoea agglomerans. The patient was also diagnosed with acute hypoxic respiratory failure which was improving. The patient was later found to have parainfluenza. Two days later the patient's health deteriorated as they were hypotensive and septic and they coded twice. The patient coded a third time and then passed away. The nurse confirmed cardiac arrest to be the cause of patient's death. The patient had a history of cardiac issues and had undergone rehabilitation. The pdrn stated that pd therapy was continued throughout hospitalization.

Manufacturer narrative:
Clinical review: a temporal relationship exists between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and liberty cycler set and the patient¿s hospitalization for panpoea agglomerans peritonitis with concomitant parainfluenza, acute respiratory failure, sepsis and subsequent cardiac arrest with fatal outcome. The exact cause of the patient¿s panpoea agglomerans peritonitis cannot be determined with the information currently available. However, panpoea agglomerans is a bacterium found in plants, soil and feculent matter which suggests pd contamination although the source remains unknown. However, there is no objective evidence which indicates that a liberty select cycler or liberty cycler set product deficiency caused or contributed to the peritonitis infection. Peritonitis is a well-known potential complication in pd patients which can be a result of multiple potential etiologies. It is well documented that the most common cause of peritonitis is touch contamination during the pd exchange. Given the relatively new use of fresenius products, prior to onset of infection, it is possible the patient did not follow manufacturer instructions for use or proper aseptic technique when performing dialysis. The patient¿s death was caused by cardiac arrest in the setting of sepsis. The patient¿s sepsis is most likely secondary to peritonitis; however, the patient also had concomitant parainfluenza which is a likely cofounding factor. The patient¿s comorbid conditions of end stage renal disease (esrd) on pd therapy and diabetes mellitus are significant risk factors for a serious infection such as sepsis. Moreover, the patient¿s cardiac history increases susceptibility to a fatal cardiac death. Based on the available information, there is no objective evidence that a liberty select cycler or liberty cycler set product deficiency or malfunction caused the patient¿s death.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. A product search of the reported serial number indicated that the device was scrapped on (B)(6) 2012, therefore device history and manufacturing records for the reported serial number could not be reviewed. A product search found that a device with serial number (B)(6) was assigned to the patient. An investigation of the device manufacturing records for the assigned serial number was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.